Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. Capsular contracture : unable to observe since it is a medical event is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported exchange from textured to smooth due to concern with the product and capsular contracture, baker grade iii. This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported exchange from textured to smooth due to concern with the product and capsular contracture, baker grade iii. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.